Event description:
The reason for call was patient reported that their lead was no longer in the same place and noticed this about a couple of weeks ago. Pt mentioned they reached out to their doctor's clinic and got an appointment on the 7th of january.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (unknown serial/lot); product type: 0200-lead; implant date (B)(6) 2025; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant; information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the, information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.